Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformance noted during the manufacturing of the monitor and the device met all specifications prior to release. The monitor was manufactured in october 2011, with an expiry date of october 2016. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Examination of the returned device was unable to confirm the customer¿s experience. Over 4 hours of testing was performed and the device passed all testing with no issues noted for any reason. No physical damage was noted during the visual examination. The cpu board and iso board were replaced as a precautionary measure. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected; the monitor performed as expected. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. Pressure readings should correlate with the patients clinical manifestations which is monitored continually in common clinical practice. In this case, the hemodynamic values were static, which alerted the clinical to begin the troubleshooting process. There was no patient injury noted as a result of the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history review was not completed. When completed a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the displayed parameter values did not update. There was no report of patient compromise and no other system related devices were identified as suspect. Patient demographics were requested but not obtained.